Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Manufacturing site eval: samples received: (B)(4) unopened and (B)(4) open racepack. Reviewed the batch manufacturing record, this product had a normal process and results during process. There are no previous complaints of this code/batch. There are no units in our stock. Needle attachment of the samples received were tested and the results fulfil the requirements of the OEM. The complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.